Event description:
The customer has a v60, and it has a cooling fan speed error code. The authorized service personnel (asp) noticed this during servicing of the unit. The customer reported that the unit was not in use on a patient. The (asp) contacted product support and reported that there were no error codes prior to servicing the unit. The (asp) was able to retrieve the drpta, but when (asp) went into ventilation mode, there were some other codes 1105, 1104, 1115 and 1125. The (asp) was unable to continue servicing the unit due to the issues observed. The customer provided the new drpta. The customer also turned the v60 on in ventilation mode, and it was operating fine for a good 15 minutes. While checking in diagnostic mode, the voltages were all within specifications, and the cooling fan is operating fine. Product support recommended replacing the power management (pm) pcba. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The biomedical engineer has evaluated the unit and determined the power management (pm) board part needs to be replaced to correct the malfunction. The biomed reported that the part is back order. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered power management board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.